Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing with the device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to emergency department with left-sided headache, left facial numbness, vomited 3 times, and felt nauseous. Vital signs were stable. CT angiogram (cta) of the head revealed embolus in right medial temporal gyrus region. On arrival, systolic blood pressure was 134 mmhg, glucose was 168 mg/dl, and national institutes of health stroke scale (nihss) was 2; 1 for mild aphasia with naming and 1 for inattention. Non-contrast helical computerized tomography (nchct) revealed hypodensity of the posterior aspect of the right medial temporal gyrus. Cta was negative for large vessel occlusion, and perfusion negative for perfusion mismatch. On (B)(6) 2017, it was reported that the patient was doing well with activity level at baseline. The patient had few deficits, and decreased sensation on the left side of his face. Otherwise the exam was normal. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.